Event description:
The clinic reported that a pt treated for a laser vision enhancement procedure on (B)(6) 2011 presented at a post op exam on (B)(6) 2011 with an epithelial ingrowth. The epithelial ingrowth was removed the following day.

Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.